Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was causing phrenic nerve stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.